Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was stated that the customer was hospitalized with high blood glucose levels of about 1000 mg/dl. It was stated that this was the second time in two months that the customer has been hospitalized. Troubleshooting was attempted, but the insulin pump alarmed no delivery during the prime. The father did not have any supplies with him during the phone call. No further troubleshooting was possible. The father also stated that the insulin pump had been going through batteries almost daily. Advised the father that the insulin pump would be replaced.